Event description:
It was reported by service report that the customer alleged that the stretcher does not zoom. Upon inspection of the unit by the service technician, it was identified that the stretcher would zoom intermittently due to a malfunctioned communication cable and the zoom covers were damaged with exposed sharp edges.

Manufacturer narrative:
The initial MDR was issued without the PMA/510(k)#. The PMA/510(k)# has been included in this follow-up report. Additionally, the device code and the common device name have been corrected.

Event description:
It was reported by service report that the customer alleged that the stretcher does not zoom. Upon inspection of the unit by the service technician, it was identified that the stretcher would zoom intermittently due to a malfunctioned communication cable and the zoom covers were damaged with exposed sharp edges.